Event description:
A vns generator was returned to the manufacturer for analysis due to a prophylactic generator replacement. Analysis of the generator identified the positive and negative (feed-thru) capacitors were found to exhibit out-of-specification voltages during testing performed according to functional specifications. After inserting a 3500pf capacitance across the negative output terminal to the generator can, the generator was re-tested was found to meet functional requirements. Previous assessments of similar results indicate the negative feed-thru capacitor is electrically "open." The "open" capacitor would not impede generator output or stimulation and is provided for emi protection only. Other than this single capacitor issue, the device did not exhibit abnormal behavior or deviate from functional performance requirements, and was not at end of service.